Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1w6zy, implanted: (B)(6) 2019, ubd: 01-oct-2021, UDI#: (B)(4). Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that there was an open circuit on the right lead with high impedance both pre- and post-programming. It was noted this was the patient's first programming visit. They were reprogrammed. It was noted this was related to the device, therapy, and implant procedure. The issue was unresolved with no further actions planned. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause was not determined. The event was updated to unresolved with no further actions planned.